Event description:
It was reported to philips that the system's imaging was not coming up. The user performed a reboot and the system was then unable to fully boot up. No harm was reported to philips. Philips has started an investigation of this complaint.